Manufacturer narrative:
An investigation has been performed based on the complaint description, customer-provided photographs, and the returned kit and smart card. The customer returned three photographs for evaluation. Photograph #1 shows the centrifuge chamber with the bowl and drive tube still installed, and blood can be seen to have sprayed in the upper third of the chamber, including on the upper drive tube and finely on the leak detector strip. Photograph #2 shows the upper drive tube bearing and its stop, held by the operator. Blood can be seen on the drive tube, both above and below the bearing stop. Above the bearing stop, the drive tube appears to be damaged. Photograph #3 shows a closer view of the damage to the drive tube. Visual inspection found dried blood on the exterior of the drive tube and above and below the upper bearing stop. A positive pressure test was performed on the drive tube, and water could be seen leaking from a small hole where the drive tube was twisted above the upper bearing stop. No circumferential groove was observed. The drive tube damage has been verified. Per the smart card data, prime was completed without any alarms, 1468 ml of whole blood had been processed, and the treatment ended automatically. This indicates that the leak developed during use. It cannot be determined how or why the drive tube split/cracked. During lot release testing (lrt), 32 kits from lot p317 were tested with no issues reported. A material trace of the drive tube assembly and its components used to build lot p317 found no related non-conformances. Device history record (DHR) review did not result in any related non-conformances. The root cause of the damaged drive tube could not be determined. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2026.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p317 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot p317 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. At the time of this report, the analysis of the returned kit, smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a blood leak was observed from the drive tube after 1500mls of whole blood was processed. The blood leak was observed after the treatment was completed and the customer was unloading the kit. The customer reported the patient was in stable condition. The customer will return the kit, smart card and photographs for evaluation.